Manufacturer narrative:
Device evaluated by MFR: promus select ous mr 32 x 2.25 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage with stent strut rows in the distal and mid to proximal regiona stretched in a proximal direction. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that crossing difficulties were encountered. The de novo target lesion was located in the calcified right coronary artery. Following pre-dilation of a 2.0x10 balloon catheter, a 32 x 2.25 promus premier select drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damage.